Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of one anti-reflec y-set 8" in which a leak was observed at the blue anti-reflux end. This resulted in the pain medication not being delivered to the patient as prescribed. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of a leak was confirmed during evaluation. An assignable cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue is being investigated through CAPA. If relevant additional information becomes available, a follow-up report will be submitted.